Event description:
It was reported that the insulin pump alarmed button error. It was also reported that the insulin pump alarmed motor error. Customer's blood glucose reading ranged between 300-400+ mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker.